Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. Field service engineer (fse) visited the site and confirmed that reported problem. Upon troubleshooting, fse found that the low power supply in m cabinet defective. To resolve the pr, fse replaced low power supply and return the part for further analysis, and it showed that there was missing its plastic covering. After replacement of power supply, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. No harm was reported to philips. Philips has started an investigation of this complaint.